Manufacturer narrative:
(B)(4). Date sent: 7/28/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a9d13w, and no non-conformances were identified. Manufacturing date: 05/20/2023. Expiration date: 04/30/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, t he gun failed to fire on the last firing. The previous reload listed above had the metal come away from the plastic part of the reload. A new gun was opened and the procedure continued with no harm to the patient as a result of this.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2023. D4: batch # 400c85. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and two gst45w reloads present. The reload (b) was received partially fired 1/10. The reload (c) was received fully fired, with the pan detached from the reload. The device was tested for functionality in the straight position with a returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 400c85, and no non-conformances were identified.